Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving baclofen dose and con centration not reported via an implantable pump. The indication for use was non-malignant pain and other non-malignant pain. On (B)(6) 2019 it was reported that the pump was alarming once an hour. Per the healthcare provider the patient¿s spouse stated that they missed their refill appointment on (B)(6) 2019 but that it began alarming ¿before then¿. Per the reporter the patient had presented with symptoms not related to the pump but described that the patient had symptoms of confusion and not being able to carry on a conversation as they had before. The reporter did not have access to a clinician programmer. The reporter was given the information to contact a local representative to interrogate the pump if they needed assistance with that. Additional information was received from the company representative who was contacted by the healthcare provider from the hospital who stated that they were questioning if the pump was malfunctioning. The healthcare provider stated that they weren¿t sure what was going on with the patient¿s pump and that the patient was hard to arouse and unresponsive. It was unknown if there were any environmental, external or patient factors. There were no diagnostics or troubleshooting performed as of the day of the report. The representative was going to the facility tomorrow to evaluate and to read the pump to provide additional information. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was unknown at the time of the report. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative who reported that the patient was exhibiting overdose symptoms. The patient¿s pump was read and as the pump reports indicated he has had multiple motor stalls since august. Per the logs a motor stall occurred on (B)(6) at 9:59 pm and a recovery(B)(6) at 5:56 at 5:56 am. A motor stall occurred (B)(6) at 9:06am and a recovery at 3:21. A motor stall on (B)(6) at 5:21pm and recovery at 9:58pm. A motor stall (B)(6) at 12:10 am and recovery at 10:35 am. A motor stall (B)(6) at 2:49pm and a recovery on (B)(6) at 4:18 am. A motor stall occurred on (B)(6) at 3:10 am with a recovery at 7:07 am. A motor stall occurred on (B)(6) at 2:52 am and recovery at 2:35pm. A motor stall on (B)(6) at 5:43 and a recover on (B)(6) at 3:22am. A motor stall on (B)(6) at 4:30 am and a recovery (B)(6) at 3:39. A motor stall on (B)(6) at 5:17 am with a stopped pump duration exceeded 48 message on (B)(6) at 5:17am and then the motor stall recovered on (B)(6) at 1:16pm. With the last motor stall recovery on (B)(6) they thought the patient was somewhat naïve of drug and then suddenly got a dose of 980mcg/day he resident didn't feel comfortable with dropping the dose down to minimum rate so it was dropped down to 685.6mcg/day. No further complications were reported regarding the event. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 979.9 mcg/day. It was reported the patient was in the hospital with overdose symptoms and was hard to arouse. The patient had heard his pump alarming. It was noted the physician assistant (pa) had called the rep on (B)(6) 2019 asking for what drug was in the pump/dosing. The pump reservoir read 9.7 ml. The logs were provided regarding the previously reported motor stalls and it was noted the logs only go back as far as (B)(6) 2019,and that was when the first motor stall was noted. The rep could not confirm the date in which these motor stalls truly began occurring since that was how far back the logs went. The rep reported that there were multiple motor stalls and recoveries that occur since (B)(6) 2019. The most recent logs show that a motor stall occurred on (B)(6) 2019 and recovered on (B)(6) 2019. The patient did not recently have an MRI and it was confirmed there were no electromagnetic interference (emi)/magnetic sources present. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the pump was interrogated and telemetry strips were provided via initial report. The rep did not know why the alarm was occurring. The cause of the pump alarm was unknown. As the logs indicate the pump was stalling multiple times over the last couple months, the pump will be replaced sometime in the near future. The rep did not have a date at this time. It was noted that the patient was being medically managed until the pump can be replaced. The issue has not been resolved at time of report. The pump currently remains implant, and the pump will be replaced in the near future. It was noted that the information was confirmed with the hcp. No further complications were reported/anticipated.